Event description:
It was reported that urine leaked from the foley in the patient and was unclear. As per the follow up via email on 01dec2020 the catheter was placed on (B)(6) 2020 overnight when the patient was paralyzed for icp control and leaked (B)(6) 2020 early morning. The catheter was discontinued and replaced with another indwelling catheter given their tenuous clinical status.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original package) used temperature sensing silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and was allowed to rest for 30 minutes with no observed leakage. The catheter was passively deflated with no issues or cuffing noted. The drainage lumen was flushed with no leakage was noted. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The device had met relevant specifications. The product used for the treatment. The product did not caused the reported failure. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized." Correction: d, e h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the foley in the patient and was unclear. As per the follow up via email on 01dec2020, catheter was placed on (B)(6) 2020, overnight when the patient was paralyzed for icp control and leaked (B)(6) 2020 early morning. The catheter was discontinued and replaced with another indwelling catheter given their tenuous clinical status.